Manufacturer narrative:
Analysis of the device found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a motor stall due to shaft bearing. Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was received for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient receiving unknown baclofen with an unknown dose and concentration and dilaudid (hydromorphone) with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported on (B)(6) 2017 pump was alarming due to motor stall. It was noted there was no known factors that may have led, caused, or contributed to the issue. Troubleshooting performed included pump was interrogated. Actions/interventions taken to resolve the issue included the pump was replaced. It was noted at time of the report patient's status was "alive-no injury" and the issue was resolved at time of report. It was noted that the patient presented to the healthcare professional's (hcp) office with extended motor stall. Hcp referred patient to surgeon for replacement. It was noted on (B)(6) 2017 pump was explanted and replaced. It was noted the pump will be returned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.